Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device alarmed indicating to the caregiver of an issue, then proceeded to automatically switch-off. There was no patient injury reported as a result of this incident.